Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
It was reported to philips that the device had a alarm power light emitting diode (led) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the power switch overlay will need replacement. The customer's bio-med replaced the power switch overlay. The device passed performance verification testing and was placed back into service.